Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue was the suture used? Unknown. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown. If applicable, will the product be returned, return date, tracking information? Not returning. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient¿s current status? Return to normal.

Manufacturer narrative:
(B)(4). . A manufacturing record evaluation was performed for the finished device ml7180, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Other relevant patient history/concomitant medications if applicable, will the product be returned, return date, tracking information? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an internal fixation of left tibial plateau fracture procedure on (B)(6) 2020 and the suture was used. On (B)(6) 2020 the patient was re-hospitalized due to wound purulence, and found that erythema and inflammation, abscess, partial ulceration and exudation occurred at the partial wound. The patient was diagnosed with the soft tissue infection. Then, ulcer debridement and anti-infective treatment were performed. On (B)(6) 2020, the patient was discharged from the hospital. Additional information has been requested.